Event description:
It was reported that the patient experienced potential issues with their last 2 refills of cassettes. The reporter noted that the patient did not feel the full effect of their IV remodulin, and was feeling very sick where they were having trouble breathing. The patient at one point got a 'down flow' error on their pump, but then it went away after switching the cassettes. This was a continuous infusion and since the infusion had been life-sustaining the outcome of the event is ongoing. The patient was female. The event occurred during use. The patient was affected but no harm was reported.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period